Event description:
It was reported that the endocrinologist notified Beta Bionics of the patient experiencing overnight hypoglycemia with lowest glucose readings reported around 60¿70 mg/dL, and the clinician increased the CGM target on the patient¿s iLet pump to achieve higher glucose levels to reduce further hypoglycemia; the patient treats lows with yogurt, honey, or oral glucose, and no device-specific component concern was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included a serious health impact due to low glucose and the need for unexpected medication intervention to correct the event. Investigation included communication and interviews with the reporting clinician and analysis of information provided by the third party. Investigation of this case revealed insufficient information regarding a device problem, no specific device component implicated, and no additional findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.